Event description:
Caller reported that pump quick bolus/wake button was difficult to press and required multiple attempts to activate the pump screen. There was no reported impact to the customer's blood glucose level. Customer was informed that the case would remain open for further follow-up when direct contact with the customer is established, and this was understood by the caller.